Event description:
It was reported that during a knee arthroscopy with debridement, meniscetomy and meniscal repair using a fast-fix 360 curved ndl delivery system that the surgeon deployed t1 successfully but when attempting to deploy ¿t2¿, the anchor struggled to deploy. He tried deploying for the second time and heard the clicking sound of ¿t2¿ but when he pulled back, the anchor was sitting in the joint space. He used a duckbill and grasper to resection the suture device out of the patient's meniscus. Follow up information received indicated that ¿t1¿ was removed.

Manufacturer narrative:
Method: other, no product returned for evaluation. As no devices were returned, no evaluation could be performed. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).